Event description:
It was reported that caller experienced issue with pump touchscreen responsiveness and could not stop fill tubing, while customer¿s blood glucose reading showed high with specific value unknown. There was no reported impact to the customer¿s blood glucose level beyond indication that value was high. Customer had not taken any actions to address high blood glucose at time of call and did not require help from third party, and technical support instructed caller to clean and dry pump screen and hands, guided caller through touchscreen test that passed all checks, and informed caller that pump was functioning as intended, which caller understood and acknowledged.